Manufacturer narrative:
The end user reported that while operating the power wheelchair at a high speed after taking a sleeping medication, the end user ran into a wall. Additionally, the end user was not wearing shoes or any type of foot coverings. Hoveround's owner's manual warns "[s]top using your power wheelchair immediately, and call for assistance if: you are taking medications, drugs, or alcohol that affect your ability to safely drive," and "[t]o avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum," and "[t]o avoid serious injury or fatality from sudden unexpected movement of the chair or contact with moving parts and other objects: do not use your power wheelchair with bare feet."

Event description:
The end user was operating the power wheelchair while impaired on sleeping medication and ran into a wall.